Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.5mm flow coupler was misaligned. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.